Manufacturer narrative:
Patient's ethnicity/race unavailable. Device model number, lot number, catalog number, expiration date and UDI unavailable. Device 510k number unavailable because model number unavailable. The device was discarded, thus no investigation could be completed. Device manufacture date unavailable because lot number unavailable

Event description:
A philips representative became aware on 16 july 2021 of a lead extraction procedure commencing on (B)(6) 2021 to remove a right atrial (ra) lead, two right ventricular (rv) leads, and a left ventricular (lv) lead due to infection. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction to aid in extraction. Using a spectranetics 14f glidelight laser sheath along with the lld for traction, the physician extracted the rv lead. When the tip of the rv lead freed from the heart, the patient''s blood pressure dropped. Rescue efforts commenced, including sternotomy. An rv apex perforation was discovered. The repair was successful and the patient survived the procedure. According to the report, all 4 leads were removed during the procedure. This report captures the lld providing traction in the rv lead and an rv perforation occurred, requiring intervention. There was no alleged malfunction of the lld used in the procedure.